Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal rate and advanced menu settings were lost after battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 at 3:04pm. There was no activity outside normal use observed in the black box. The total daily dose history appeared to be inaccurate due to a manual time/date change from 09/30/2014 to 09/30/2015. The time and date were set correctly and ez-prime steps were formed with no issues. The pump was exercised for 24 hours on a 1unit per hour basal rate; the pump correctly reflected 24units after 24 hours. No errors, alarms, or warnings occurring during investigation. Test boluses were successfully performed and accurately recorded in the pump history. The battery was removed and reinserted to simulate a battery change; no alterations occurred to the basal program, advanced settings, or to the time/date settings. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the bolus button cover was torn; the bolus button responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.